Event description:
During machine service to correct a balance test failure, the gambro technical services rep found that pressure relief valve 3 (prv3) was leaking. Per the rep, prv3 was leaking due to internal plunger degradation. There was no pt involvement.